Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that their right ventricular (rv) lead was over-sensing noise leading to pacing inhibition and had high pacing impedance. The patient reported symptoms of intermittent dizziness and lightheadedness. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.